Event description:
It was reported that the patient experienced increased spasticity and visited the hospital. The hcp treated the increased spasticity with oral baclofen. On (B)(6) 2011, the patient visited the hcp again due to increased spasticity and "uneasy feeling". The symptoms were possibly related to withdrawal, so the patient was admitted to the hospital for evaluation. Gabalon 50 mcg was injected, this resulted in the patient becoming "stable". Since the injection, the patient remained in stable condition. The pump remained implanted. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8711 lot # n188229008 implanted on: (B)(6) 2009 , explanted on: unknown. (B)(4).

Event description:
Additional information: it was later reported that the patient also complained of restlessness, irritability and anxiety. The patient's symptoms did not stabilize that night. It was reported that even with three nurses restraining him, the patient tried to jump out of the bed. As a precaution, 50ug of gabalon was administered intrathecally because the unstable condition persisted after sedation with cercine and propofol had been attempted. Spasticity lightened several hours after administration of the drug and the patient became more calm overall. By the next day, "the patient was in such a calm state that the previous day's events seemed like they never occurred". The health care provider (hcp) noted that the ongoing insomnia was the main cause of the current restlessness. Baclofen withdrawal was ultimately "denied". The outcome was noted as resolved (B)(6) 2011; the events were noted as "not device related".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced insomnia, restlessness and irritability, with onset (B)(6) 2011. The severity of the event was severe, seriousness indicated as requiring hospitalization or prolonged hospitalization. Intervention included dose change of the investigational drug. Outcome of the event noted as recovered as of assessment on (B)(6) 2011. Causality was not related to the investigational drug, device or procedure. There was no overdose, withdrawal or resistance. On (B)(6) 2011 ¿the patient complained for insomnia and fretfulness, hence depas 100mg for internal use was added.¿ on (B)(6) 2011 marked restlessness developed so the patient was sedated with a single shot of 50 micrograms of gabalon via lumbar puncture and continuous of propofol. On (B)(6) 2011 dose was increased from continuous administration of 165.8 ¿g/day to 199.9 ¿g/day to treat marked restlessness. On (b)(h) 2011 itb (intrathecal baclofen) with a concentration of 100 micrograms /ml was reduced from 199.9 micrograms per day to 180micrograms per day, as previously reported.